Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A new crt-d system was implanted the following week. No further patient complications have been reported as a result of this event.